Event description:
It is popped up at one end of blue cap [device issue]. No adverse event [no adverse event]. Case narrative: this spontaneous report concerns of events of device issue and no adverse event in a male patient (age and race not reported) from the united states. The patient's age at the time of experience was not reported. On (B)(6) 2024, amneal pharmaceuticals received information from patient¿s relative via an email concerning above-mentioned event experienced while on amneal's twinject (epinephrine auto-injector). The patient was being treated with epinephrine auto-injector (ndc: (B)(4), lot no: g230202x, expiration date: aug-2024, s/n: (B)(6)) (dose, frequency and therapy date not reported) for an unknown indication. Concurrent conditions, concomitant medications, medical history, history of procedures and surgeries, history of allergies, history of smoking/alcohol consumption, recreational drug use and laboratory tests were not reported. On unknown date, she received a sealed medication box from cvs pharmacy and on (B)(6) 2024, she was about to find the expiration date on the medication box and observed that for one epinephrine auto injector it was popped up at one end of blue cap and confirmed that the second one was good and she confirmed that it was not used and just want to check the expiration date. Last action taken with epinephrine in relation to device issue and no adverse event was unknown. De-challenge and re-challenge were unknown. The outcome of events of device issue and no adverse event were unknown. The reporter assessed the causality of events of device issue and no adverse event as not reported. This case was considered as serious. The reportability of this case was expedited. This significant follow up (#1) information received on (B)(6) 2024. New information received includes qa investigation report, attached with this case. On (B)(6) 2024, amneal product complaints received a product complaint notification for epinephrine auto-injector 0.3 mg, lot g230202x, ¿01 epinephrine is popped up at one end of blue cap¿. The investigation complaint sub-type based on the complaint information was determined to be ¿defective injector¿. A cmo pfizer investigation was not warranted as the complaint was related to the assembly and packaging at the cpo phillips (pmm). Phillips performed an investigation of the subject lot. After review of the manufacturing controls in place, pmm does not see a correlation between technical complaint (B)(4) and the manufacturing process at pmm. All in-process testing met acceptable criteria, there were no deviations or discrepancies found during assembly of this lot that could have led to the defect reported by the customer. The lot met all acceptance criteria before release and distribution. There have been no other complaints reported for lot g230202x for the past 24 months. There have been (B)(4) other, similar complaints reported in the complaint category ¿defective injector¿ in the past 24 months. None of the (B)(4) similar complaints were attributed to the manufacturing process. Based on the retain review and testing, the retains conformed, the reported complaint of was not confirmed. A review of the pfmea was completed to confirm if the failure mode is captured within the current assembly process. The reporter provided (B)(4) photos of the complaint sample. Based on the photos provided for the reported complaint of ¿01 epinephrine is popped up at one end of blue cap¿ was not confirmed. In order for a device to fire and deploy the needle (have the sheath ¿pop up)¿, two actions must be performed on the device by the user. The blue safety cap must be removed from the end of the device, the safety cap when in place on the device ensures the device will not fire, as it is a safety mechanism. In addition, the blue sheath remover must be removed from the needle end. The sheath remover with sheath in place on the device will not allow a device to fire as the sheath remover prevents the internal firing mechanism from engaging. When both blue caps (safety cap and sheath remover) are removed the device is active and ready to fire. The unit would then need a force applied to the body of the device with the red needle end (red nose cap) positioned against a solid area to fire. Per the instructions for use (IFU), ¿pull off both blue caps, push red tip hard in thigh for 10 seconds¿, in addition the IFU states, ¿the two blue end caps on epinephrine injection help to prevent accidental injection of the device. Do not remove the two blue end caps until you are ready to use it. As the photos show, the sheath only contains a droplet of solution. Had the device fired with the sheath in place, the sheath would have approximately 0.3ml of solution inside. As there is no evidence of solution inside the sheath, except for the tiny droplet, it appears that the device was manipulated or used in the field. Hence the user had to have removed both blue caps, applied a force to the device to fire it and the safety cap and sheath remover/sheath replaced on the device. As such it appears the device was used, and the components replaced on the device. The complaint sample was returned on (B)(6) 2024 and inspected on (B)(6) 2024 from the complaint sample return kit provided by impax - amneal. One (1) 0.3 mg epinephrine auto-injector was returned, which included a sample from lot g220202x exp aug 2024. One (1) 0.3 mg epinephrine auto-injector was returned loose inside the return shipper. One (1) carrying case was returned loose and the case was separated in half (yellow case top and black case bottom). Upon inspection of the auto-injector the device was in a fired state. The sheath remover, sheath and safety cap were affixed to the device. Visual inspection of the sheath revealed only tiny droplets of solution inside the sheath. The sheath was then removed with the sheath remover and safety cap was also removed. The safety cap, sheath and sheath remover were inspected, and no defects were observed. Once the sheath was fully removed it was confirmed that there were tiny droplets of solution inside the sheath. The needle was inspected under magnification and no residue was observed. The firing mechanism parts were inspected, and no defects were observed. All components were confirmed to be present and free of defects. There were no defects observed with the device. Confirmation of the device being fired and delivering a dose was the following evidence: the needle projecting from the red nose cap, spring release tines not in contact with the firing bushing and the adjustment screw was positioned against the stop collar. There was no evidence to support the reported complaint of "01 epinephrine is popped up at one end of blue cap". Based on the complaint sample evaluation, the reported complaint of ¿01 epinephrine is popped up at one end of blue cap¿ was not confirmed. In order for a device to fire and deploy the needle (have the sheath ¿pop up)¿, two actions must be performed on the device by the user. The blue safety cap must be removed from the end of the device, the safety cap when in place on the device ensures the device will not fire, as it is a safety mechanism. In addition, the blue sheath remover must be removed from the needle end. The sheath remover with sheath in place on the device will not allow a device to fire as the sheath remover prevents the internal firing mechanism from engaging. When both blue caps (safety cap and sheath remover) are removed the device is active and ready to fire. The unit would then need a force applied to the body of the device with the red needle end (red nose cap) positioned against a solid area to fire. As the sheath only contains tiny droplets of solution the sheath was not on the device at the time the device was fired and dose was delivered, had the device fired with the sheath in place, the sheath would have approximately 0.3ml of solution inside. As there is no evidence of 0.3 ml solution inside the sheath, except for the tiny droplets, it appears that the device was manipulated or used in the field. Hence the user had to have removed both blue caps, applied a force to the device to fire it and the safety cap and sheath remover/sheath replaced on the device. As such it appears the device was used, and the components replaced on the device. The root cause of the reported complaint is confirmed user error for not following the IFU for storage of a device after use, as the complaint sample was a used device. Per the IFU, ¿after use disposal, carefully cover the needle with the carrying case. Lay the labeled half of the carrying case cover down on a flat surface. Use one hand to carefully slide the end of epinephrine injection, needle first, into the labeled carrying case cover. After the needle is inside the labeled cover, push the unlabeled half of the carrying case cover firmly over the non-needle end of epinephrine injection.¿ in addition, ¿throw away (dispose of) expired, unwanted, or unused epinephrine injections in an FDA-cleared sharps disposal container. The investigation associated with epinephrine injection usp auto-injector 0.3 mg, lot g230202x for the complaint category ¿ ¿defective injector¿, for the reported complaint determined the manufacturing, assembly or packaging did not contribute to the reported complaint. A retain review was performed and the product conformed. Based on the complaint sample evaluation, the reported complaint of ¿01 epinephrine is popped up at one end of blue cap¿ was not confirmed as evidence concluded that the device had been used in the field and not properly disposed of after use. The investigation concluded that the lot released to market was manufactured in accordance with approved batch records and specifications. Last action taken with epinephrine in relation to device issue and no adverse event was unknown. De-challenge and re-challenge were unknown. The outcome of events of device issue and no adverse event were unknown. The reporter assessed the causality of events of device issue and no adverse event as not reported. This case was considered as serious. The reportability of this case was expedited. This case has device complaint associated. The investigation report was assessed not to have the possibility of causing any future harm to other users of the product.

Event description:
It is popped up at one end of blue cap [device issue] no adverse event [no adverse event] case narrative: this spontaneous report concerns of events of device issue and no adverse event in a male patient (age and race not reported) from the united states. The patient's age at the time of experience was not reported. On (B)(6) 2024, aneal pharmaceuticals received information from patient¿s relative via an email concerning above-mentioned event experienced while on aneal's twinject (epinephrine auto-injector). The patient was being treated with epinephrine auto-injector (ndc: 0115-1694-49, lot no: g230202x, expiration date: aug-2024, s/n: (B)(6)) (dose, frequency and therapy date not reported) for an unknown indication. Concurrent conditions, concomitant medications, medical history, history of procedures and surgeries, history of allergies, history of smoking/alcohol consumption, recreational drug use and laboratory tests were not reported. On unknown date, she received a sealed medication box from cvs pharmacy and on (B)(6) 2024, she was about to find the expiration date on the medication box and observed that for one epinephrine auto injector it was popped up at one end of blue cap and confirmed that the second one was good and she confirmed that it was not used and just want to check the expiration date. Last action taken with epinephrine in relation to device issue and no adverse event was unknown. De-challenge and re-challenge were unknown. The outcome of events of device issue and no adverse event were unknown. The reporter assessed the causality of events of device issue and no adverse event as not reported. This case was considered as serious. The reportability of this case was expedited.